Manufacturer narrative:
The act button on the insulin pump had not button response due to corroded keypad traces. No frozen screen was noted. The device had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump was frozen. She had eaten and was about to bolus when he noticed the device was frozen in the main menu. She took the battery out but it didn't work. She had worked out prior to the incident but the device was not exposed to fluids. The device wasn't exposed to a magnetic field, but it did have a small crack on the upper left corner of the device. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.